Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving baclofen [1999 mcg/ml] at a dose of 325 mcg/day via an implantable pump for intractable spasticity. It was reported that at the refill on (B)(6) 2016 a volume discrepancy with an actual residual volume of 0.5 ml and an expected residual volume of 25.2 ml was observed. It was noted that no previous volume discrepancies were reported and that this was a normal refill that was not the first refill after an implant/revision. The possibility of a catheter dye study due to the patient not having any symptoms was discussed. The possibility of a partial pocket fill at the last refill was also discussed. It was indicated that the hcp was planning on having the patient come back in a month. It was reported that the concentration was changed today and a bridge bolus was not programmed; however, the hcp was aware that he didn¿t do a bridge bolus with the concentration change and was aware that the patient would get an increased dose for a couple of days. It was reviewed that the patient would be getting a daily dose of around 433 mcg/day based on the flow rate.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.